Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (biphasic pulse out of specifications) was confirmed. The cause for the biphasic pulse being out of specifications was isolated to an open l1 inductor on the monitor c/a board. The cause for the open inductor was isolated to a shorted c10 capacitor. The rot cause for the shorted c10 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A united states distributor contacted zoll to report that monitor sn (B)(4) delivered a biphasic pulse that was out of specifications.